Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator, at turn on, starts to go through post but as soon as the blower starts spooling it shuts off and eventually goes inoperative with a e/c 1014 (post timer/24v failure). There was no patient involvement.

Manufacturer narrative:
MFR received date: 17 sep 2019. Date of report received: 18 sep 2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator, at turn on, starts to go through post but as soon as the blower starts spooling it shuts off and eventually goes inoperative with a e/c 1014 (post timer/24v failure). There was no patient involvement.